Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the device could not be performed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported patients effect of myocardial infarction and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the used of the device. Additionally, a cine was reviewed by an abbott vascular physician/clinical specialist which suspected the reocclusion and restenosis were due to severe diffuse disease with poor expansion of the lesions by the implants and stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient presented with a non st-elevated myocardial infarction (nstemi). Angiographically, it was determined that there was 1 vessel disease with a proximal left anterior descending (lad) occlusion with collateral filling. After pre-dilatation, 3 implants were deployed; 3.0x28mm and 3.5x18mm in the mid lad, and 3.5x18mm in the proximal lad. After deployment of 2 implants, compression and thrombus was visable in the diagonal 1 with timi flow ii. This was treated with balloon dilatations. On (B)(6) 2013, the patient came back with a nstemi and thrombotic occlusion of the proximal lad. Thrombosuction was performed using an export catheter and intracoronary integrilin was given, followed by balloon dilatations, followed by stenting using a xience xpedition 3.5x38mm. Angiographically, there was a good result with timi iii flow also confirmed by optical coherence tomography (oct). On (B)(6) 2014, the patient presented with acute coronary syndrome, nstemi (positive troponin) and implant thrombosis. The proximal lad was 100% occluded, filled distally by collaterals from the right coronary artery. Bivalirudine was given, followed by predilatation and thrombosuction. Oct was performed showing thrombus in the overlap between the distal and the mid implant as well as malapposition distally of the middle implant and xience xpedition. Angioplasty was performed using a non-abbott 3.5x20mm balloon over the whole segment. Good angiographical result, some embolisation visable in the apical part, wherefore reopro was given. Patient is scheduled for another angiogram in 1 month.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.